Manufacturer narrative:
Concomitant medical products: product ID: dtba1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received four inappropriate shocks, and the lead alert triggered. The right ventricular (rv) lead exhibited noise, an increased sensing integrity counter (sic), and a possible fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.